Event description:
Customer reported during use of set, nurse noted fluid leaking from one of the ports onto the bed linens. Rn removed the tubing set and installed another set without further problems. The set had been in use for a while before the leaking was detected. There was no patient harm. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.